Event description:
A filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated frequent and/or continuous flushing was not performed prior to deployment and may have contributed to this event. Co's directions for use state: "the introducer catheter must be flushed through flush port by frequent injection of continuous infusion of sterile heparinized saline during the implant procedure. Insufficient flushing can allow thrombus formation inside the vena cava filter which can bind legs and prevent complete opening upon release. Confirm location of carrier capsule by injecting contrast through handle of introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".